Event description:
Per the audiologist, the pt reported pain along with extrusion of the device. The pt's device was explanted in 2008. Reimplant surgery is planned, but has not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.